Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. All subsequent shock impedance measurements were noted to be in the 90-110 ohms range. Boston scientific technical services (ts) discussed troubleshooting options. The physician continued monitoring. No adverse patient effects were reported. Additional information was received that the patient later passed away from unrelated causes.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.